Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the pen needles were not aspirating. Per the customer the package was not open or damaged when received. The customer has been using the product since (B)(6) /2026. Customer is using 2 different pens, one which is compatible and one which is not. Customer advised that she has no more pen needles remaining. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.